Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported error message and subsequent cancellation remains unknown.

Event description:
During the procedure, the generator stopped working and the procedure was cancelled. After one lesion site was performed using port one, the generator stopped working and an error message was noted stating "no thermocouple". Four different probes were used in two separate ports and the generator was turned on and off which did not resolve the issue. The procedure was cancelled with no consequences to the patient.